Event description:
Customer's health care provider reported via phone call that the bolus button on the insulin pump does not respond. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The up arrow on the insulin pump had intermittent response due to corroded keypad traces. The device had cracked battery tube threads, cracked reservoir tube lip, cracked case at the display window corners, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.